Event description:
It was reported that the guidewire detached and remained in the patient. A 200 cm 8cm poly tip v-18 control wire was selected for an recanalization procedure in the right superficial femoral vein. During a recanalization of right femoro-popliteal lesion, a piece of the v-18 wire detached and remained in the patient. The guidewire body was removed from patient and the wire fragment remained in the patient. The patient had a serious atheromatosis; the atheromatous plaques was able to block the guidewire. A drug treatment was performed and there were no early patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: the guidewire was returned for analysis inside of a protective hoop. Visual inspection of the returned guidewire showed that a section of the guidewire protruded from the protective hoop and the tip of the wire was found bent. The guidewire was easily removed from the protective hoop. The distal tip of the guidewire was bent. The microscope inspection of the polymer jacket of the guidewire revealed that the polymer jacket was damaged, a section of it was detached and it was not returned. The damaged section was measured approximately 1 inch. The section of polymer jacket that remained attached to the core wire distal tip was smooth and uniform. No more visual damages were found in the device. Dimensional inspection was completed and the measured outer diameters were found to be within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the guidewire detached and remained in the patient. A 200 cm 8cm poly tip v-18 control wire was selected for an recanalization procedure in the right superficial femoral vein. During a recanalization of right femoro-popliteal lesion, a piece of the v-18 wire detached and remained in the patient. The guidewire body was removed from patient and the wire fragment remained in the patient. The patient had a serious atheromatosis; the atheromatous plaques was able to block the guidewire. A drug treatment was performed and there were no early patient complications.